Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50ml ll bns, excess silicone droplets. The following was provided by the initial reporter: customer filed a complaint regarding visible silicon oil droplets in front of the stopper. This was noticed prior the filling, so no patients were involved. In our opinion this is not an excess of oil but we do not have the equipment to measure this and we have to give a conclusive answer to our customer, who blocked their stock. A quick response would be highly appreciated.